Event description:
It was reported the system displayed intermittent communication errors and locked up. The system had to be rebooted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.